Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the cartridge cap was missing from the pump; unknown pump model. There was no indication that this issue caused or contributed to an adverse physical event. This complaint is being reported because the issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap